Event description:
It was reported that the ilet issued recurring ¿65 ¿ audio alarm not audible¿ alerts consistent with an audio over/under current malfunction, and the user attempted restarts without resolution; the device was replaced and return was requested. Symptoms included no confirmed hypoglycemia, as the user described glucose values in the 70s to 80s without readings below 70 mg/dl. Outcomes included no injury and no medical intervention. Investigation included collection of event details, and receipt and inspection of the returned device. Investigation of this case revealed a device alarm consistent with an audio over/under current condition leading to restart behavior, indicative of an audible alarm malfunction associated with the pump¿s audio subsystem. It was concluded that the cause was an electrical malfunction of the audio circuit consistent with product performance issue.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.